Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with cracked reservoir tube lip, broken battery tube threads, missing end cap sticker, and cracked display window corners. The device was unable to prime during the prime test as a result of a loose/protruded drive support disk.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with priming and filling. No further information was provided.